Event description:
It was reported that the day after implant the patient developed pain. A chest x-ray was reviewed which determined there was a perforation from the right ventricular lead. The lead was repositioned two days after implant and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.